Event description:
It was reported that during a laparoscopic cholecystectomy, the device was not clipping properly and was dropping clips from the jaws. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). The instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.